Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak occurred. When the sheath was inserted into the heart chamber and negative pressure was applied from the side port to flush the catheter before catheter insertion, air was leaked. Air was aspirated several times, but with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional vein puncture was performed for sheath exchange. No air intrusion into the patient has been confirmed.